Manufacturer narrative:
The reported event of ¿lead noise was detected¿ was confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion can exposing the outer coil located (noted at 23.4cm to 23.6cm from the connector pin) in the middle of the lead. The cause of the external insulation abrasion is consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15037. It was reported that the patient presented for a follow up in clinic with complaints of dizziness. It was noted upon interrogation that there was noise on the right atrial and right ventricular leads. Both leads were explanted and replaced. The patient was stable.